Event description:
A pump reported alarm 20 and 30 while pumping. There was no adverse impact to the customer's blood glucose level. The caller could not resume insulin therapy as cartridge alarm recurred, so cts decided to replace the pump. No backup therapy was available, and the caller planned to contact their healthcare provider.